Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, around 10pm, the patient was feeling unwell and vomiting. The patient¿s cgm was reading 50 mg/dl, no bg meter comparison value was taken. The patient was wearing a tandem insulin pump. The patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 450 mg/dl and he was diagnosed with dka. No information regarding what medication or treatment the patient may have received was provided. The patient was discharged on (B)(6) 2025. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.